Manufacturer narrative:
Follow-up #1: date of submission 11/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/25/2016 with the following findings: during investigation, the pump powers up with a hard ¿cs069¿ alarm upon start up. The reported ¿cs069¿ complaint was duplicated. The ¿cs069¿ is defined as a default language set corruption alarm. The pump¿s cover was removed, and there was no intermittent condition found to the printed circuit board. A test code downloader tool application was used to upload test code v 1.1.12 to the slave processor. The upload was successful; the pump powered up and displayed just ¿msp¿ instead of ¿msp2¿. The (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. An eeprom failure was concluded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm 069 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.